Event description:
It was reported that stent damage and balloon rupture occurred. The target lesion was located in a left anterior descending artery. A 20 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the distal tip of the stent strut was deformed and the balloon was punctured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: promus premier select mr 20 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Distal stent struts were found to be lifted and pulled distally. The outer diameter of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and folded and did not appear to be subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. A 0.014" guidewire was loaded via the tip without issue. The device was inflated to rated burst pressure (18 atm) without issues. There were no leaks noted. Vacuum was pulled and the balloon deflated successfully in 11s (within deflation specification of <16). Note encore inflation device verified before and after use using druck pressure gauge. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage and balloon rupture occurred. The target lesion was located in a left anterior descending artery. A 20 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the distal tip of the stent strut was deformed and the balloon was punctured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.